Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that intervention was not attempted since the lesion was not amenable to percutaneous coronary intervention (pci) and patient is undergoing therapy of smoking cessation.

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient was presented with unstable angina and cardiac catheterization was recommended. Coronary angiography and index procedure were performed. The target lesion was a long lesion located in the mid right coronary artery (rca) extending up to the right posterior descending artery (r-pda) with 99% isr of a previously placed unknown bare metal stent, and was 25 mm long with a reference vessel diameter of 2.6 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 32 mm taxus® liberté® stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was noted to have an isr. At the time of the event, the patient was on aspirin and clopidogrel. The study drug was last taken in (B)(6) 2011. Coronary angiography revealed 99% subtotal occlusion with isr of the study stent in mid rca and no stent thrombosis was noted. In addition, it was not possible to open the lesion and upon the physician¿s advised medical therapy was maximized which included the management of the patients' existing conditions of hypertension and dyslipidemia. No attempts were made at revascularization of the lesion. The event was considered to be not recovered/not resolved.